Event description:
I am still using my CPAP machine that has been in the recall since last year and I haven't gotten the new one. I feel like I am not important to rush my new CPAP machine to me. FDA safety report ID# (B)(4).